Event description:
We were using a 60mm powered stapler, and after the fourth fire were not able to take the used load out to replace it. We tried the handle, the reverse, and the override. We ended up having to open a new stapler.